Event description:
It was reported during a video assisted thoracic procedure on the 3rd firing of the ez45g the resident, dr. Closed the white handle and heard the audible click. He proceeded to fire the black handle and the handle broke off completely from the instrument. The green cartridge fell out of the jaws into the thoracic cavity. The cartridge was retrieved and another ez45 was opened to finish the case. An edited video showing the cartridge falling into the pt is being returned with the instrument. There was no cnsequence to the pt.